Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the white wire was broken at the battery cell. The cause for the battery's inability to hold a charge was the broken white wire. The root cause for the broken white wire cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.